Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve holder was received and attached to the valve with one suture tip exposed. The right left and right non-coronary stent posts were deflected inward with posts not touching but less then 1mm. Per mosaic instructions for use (IFU), ¿the cinch mitral holder, shown in a nondeflated state, is considered fully deflected when a gap of 1 to 2 mm exists between any 2 of the 3 stent posts when viewed from the outflow aspect. Warning: do not deflect the stent posts past their fully deflected position.¿ the valve holder appeared intact; there was no evidence of damage on the valve holder. A model 7639 valve handle was rotated clockwise into the threaded opening of the holder; no anomalies were noted. The valve holder was removed from the valve for further observations; one suture was cut during analysis. The rotor was removed from the holder for further observation. The sutures around the rotor were curled suggestive of sutures wound during cinching of the valve. Under magnification, two tips of the sutures were broken rather than cut. Necking or reduction in diameter is noted adjacent to the break. The break surface of these suture tips is consistent with historical events that indicate the valve holder was over-ratcheted. The cut suture end appeared smooth. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the pre-operation of this 33mm mitral bioprosthetic valve, the cinch suture broke. It was stated that the device had been inspected prior to use. A different valve of the same model was ultimately used. It was noted that the valve was sized before sutures were placed, the rinse time was only 30 seconds and was performed while the sutures are being placed. No adverse patient effects were reported.